Event description:
Quality checks done - all ok. Test none same day - results positive for cannibinoid amphetamine not reported). Color of urine did not match results; therefore, reran test. Results all negative. Replaced sample probe two days later. (Called abbott and reported. Faxed info to abbott on amphetamine, cannibinoid; assay version, file version, lot no, last callibration). Abbott recommended fluid check to check sampling and dispensing of instrument. Fluid check done. Processing probe replaced. Repeated fluids check, all passed. Notified abbott.